Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found that the tasp exhibits signs of repeated use and fractured on the medial side of the central post feature DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined using provided information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a tibial articular surface provisional was returned fractured via the worn instrument program. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.